Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead had torturous anatomy resulting in numerous vein sticks. The lead was repositioned several times due to helix issues. The lead was successfully positioned despite helix issues. The lead remains in service. No adverse patient effects were reported.